Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not state a specific issue. Upon triage on (B)(6) 2018 the service tech found that the unit has no alarm during start-up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿did not state a specific issue." Upon triage, the service technician found that the unit has no alarm during start-up. The unit was sent to failure investigation and the technician's reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.